Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. This patient is enrolled in the 'adapt response' study. No patient complications have been reported as a result of this event.